Event description:
It was reported "iab catheter would not inflate". Additional informations states that to continue therapy another catheter was inserted. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the supplied 30cc driveline tubing and the long arterial pressure tubing. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium path-way. Upon return, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. The arrow sticker was noted cut/ripped and a portion of the sticker was completely missing. This packaging sticker is not to be removed. The "arrow" packaging sticker was noted damaged, which indicates that the catheter was not prepped per the instructions for use (IFU), an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:"1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied sy-ringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve wi ll maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was connected to an iabp using the returned 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iabp balloon was found defective and was not inflating" is not con-firmed. During the investigation, the iabc fully inflated, and no leaks were detected. The returned iabc bladder was fully intact with no abnormalities noted. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker, which indicates a potential that the catheter was not prepped per the instructions for use (IFU) and could result in damage to the catheter. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "iab catheter would not inflate". Additional informations states that to continue therapy another catheter was inserted. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "iab catheter would not inflate". Additional informations states that to continue therapy another catheter was inser ted. At the time of this report, the customer has not returned our requests for additional information.